Event description:
It was reported that on (B)(6) 2021 when accessing the port, air was pulled back instead of blood. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, and sample analysis. Based on a review of this information, the following was concluded: the complaint that the infusion set aspirated air instead of fluid was confirmed and appears to be supplier related. The products returned for evaluation were 29 sealed packages of 19g x 0.75¿ safestep safety infusion sets and one opened 19g x 0.75¿ safestep safety infusion set. All sealed packages and devices appeared unremarkable to gross visual examination. The opened sample was returned attached to an empty saline syringe. An attempt was made to aspirate liquid through the returned infusion sets. The opened sample aspirated both air and liquid through the device. All of the sealed infusion sets could aspirate liquid through the device without aspirating air. Microscopic examination of the y-site valve revealed a slightly rough surface to the valve stem of the opened infusion set. The entire perimeter of the valve stem contacted the valve housing. After functional testing was completed, the valve stem was removed from the housing. The top of the valve showed small imperfections along the outer perimeter of the valve. The collar of the valve showed small oval shaped depressions in the material that appeared to be flow lines for the material. The other valves were also microscopically examined. Four other samples showed small amounts of pitting on the top of the valve. However, these samples appeared to aspirate fluid per design during functional testing. It appears that the small imperfections on the valve of the opened sample likely contributed to this event. Bd is working closely with the supplier to prevent recurrence of the reported event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf096 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (aserf096) have been reported from the same facility.

Event description:
It was reported that on (B)(6) 2021 when accessing the port, air was pulled back instead of blood. No other information was provided.